Event description:
It has been reported to philips that the device was unable to perform imaging. This occurred during clinical use. No harm was reported for user or patient. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the user restarted the device to continue the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that after exposure, there were only black images. Fse checked the log files and found an x-ray tube error. To resolve the issue, fse replaced and calibrated the x-ray tube. The defective x-ray tube was returned to philips for failure analysis. The cause of the tube failing was a vacuum leak (at welding of the window from the insert). Experience shows that a microleakage leads to a very slow deterioration of the vacuum. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an exposure issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An exposure issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.